Event description:
As reported, a patient had a pseudoaneurysm and retroperitoneal bleed after the use of a 6f/7f mynx control vascular closure device (vcd). The patient was stable immediately after the diagnostic procedure and there was no oozing or pulsatile bleeding observed. The pseudoaneurysm was located in the right common femoral artery at the level of the inferior epigastric artery. Following identification of the pseudoaneurysm, the patient was taken to interventional radiology (ir) for an angiogram with possible embolization; however, during angiography, no coiling or embolization was required, and a femostop device was applied. Access was obtained via the femoral artery and was confirmed not to be a high stick. Multiple sheath exchanges occurred. A 6f non-cordis catheter sheath introducer (csi) was used. The user was trained on the device, the device was opened in a sterile field, and it was stored and prepared according to the instructions for use (IFU). Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, access vessel tortuosity was unknown, no stent was present near the puncture site, and there was no stenosis >50% at or near the puncture site. The act during the procedure was <300. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.